Event description:
The reporter stated a three piece silicone lens model number aq2003v tore upon insertion. The incision was enlarged, the lens was removed and replaced.

Manufacturer narrative:
Visual inspection of the returned product found part of the lens optic and one of the haptic's torn off and stuck in the cartridge. There is evidence of a reddish residue. There is no visible damage to the cartridge. A work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, the work order search, and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.